Manufacturer narrative:
A customer in singapore notified biomérieux of a misidentification of a patient acetobacter spp as brucella spp. In association with vitek® ms instrument (ref. 410895, serial number (B)(6)) with knowledge base (kb) version 3.2. The isolate was tested using the bruker maldi-tof biotyper system, which obtained a result of acetobacter spp. Off line test methods showed the isolate was an oxidase negative gram-negative rod. In response to the customer complaint, biomérieux conducted an internal investigation. Analysis of the customer¿s data found the instrument fine-tuning was not optimal; the median number of peaks mandatory acceptance criteria was not achieved. The data analysis also found the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values are heterogeneous. Acetobacter spp. Is not present in kb version 3.2; however, poor quality spectra linked to non-optimal spot preparation or non-optimal fine-tuning can cause a misidentification result. A biomérieux field service engineer visited the customer site and performed a fine-tuning on the customer¿s vitek® ms instrument. The isolate was reanalyzed following the fine-tuning of the vitek® ms and a noid result was obtained. A noid result is expected when an isolate not included in the knowledge base is tested. The root causes of the misidentification were due to non-optimal spot preparation and non-optimal fine tuning.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of acetobacter spp as brucella spp in association with the vitek® ms (ref 410895, serial (B)(4)). The isolate was collected from a positive blood culture. Supplemental testing indicated that this organism was a gram negative and oxidase negative. The initial identification obtained with the vitek® ms was brucella spp. Repeat analysis with the vitek® ms also obtained a result of brucella spp. The colony morphology and supplemental testing did not align with an identification of brucella spp, so the customer sent the isolate to an external laboratory for identification testing. The external lab used a bruker maldi-tof biotyper and obtained an identification of acetobacter spp. The customer indicated that this event did not lead to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.